Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an intrathecal unknown drug via an implanted pump for non-malignant pain and chronic low back pain. The pump was explanted on (B)(6) 2016 due to a pump ¿malfunction¿. Further details were not provided and patient symptoms were not reported at this time. Additional information was received from a hcp via company representative (rep) indicated the patient was receiving dilaudid 1 mg/ml at 0.2397 mg/day via their implanted pump. The pump and catheter were returned and replaced by another manufacturer. The catheter was also explanted on (B)(6) 2016. The pump was explanted and claimed defective. The physician was not sure the catheter was in the intrathecal space to provide adequate therapy. The patient claimed they were not getting sufficient therapy. Troubleshooting performed included a MRI (date and results unknown). It was unknown if the issue was resolved at the time of this report. The patient¿s status was ¿alive- no injury¿.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump (B)(4) was returned for analysis and analysis of the pump found no anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.